Manufacturer narrative:
The company cartridge was not returned for evaluation. Photos were provided. The first photo showed a yellow single-piece lens that was folded in a cartridge tip being held over a white background. This background made it difficult to visual the cartridge. The leading haptic can be observed tucked in the optic fold. The trailing area of the lens was circled in this photo. Due to the clarity of the photo, no determination can be made. It is unclear why the lens was implanted if there appeared to be a folding issue before delivery. The second photo showed an implanted single-piece lens. Three areas were circled in the photo. The lens appeared damaged/chipped in the circled areas. Two of the areas were on the optic edge at the 10 o¿clock position. One area was near the edge at the 2 o¿clock position and one small area was closer to the center. This damage was similar in appearance to damage caused by a plunger override. The third photo was of the intraocular lens (iol) product label. The fourth photo was a company cartridge held over a white background. Unable to visualize any damage due to the background and quality of the photo. The fifth photo was of the company cartridge carton endcap with the product information. Complaint and product history records were reviewed, and documentation indicated the product met release criteria. A qualified lens model/diopter was indicated with a non-qualified handpiece and viscoelastic. The company cartridge was not returned for evaluation. The lens damage observed in the provided photo was similar in appearance to damage caused by a plunger override. The root cause for the damage may be related to a failure to follow the IFU. A non-qualified handpiece and viscoelastic were used. It was also indicated that the ovd was not out of refrigeration for at least 30 minutes. The instructions for use (IFU) instructs: the company iol delivery system is for implantation of qualified company foldable iols. Company cartridges are qualified for use with compatible company monarch handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs only use a company ovd qualified for use with the company iol delivery system that has been allowed to come to the operating room temperature. Completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The customer has indicated they wish to send the cartridge to a third pat for evaluation. Company testing results may be impacted if the product is evaluated before it is received by the manufacturing site. The file will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during cataract surgery with intraocular lens (iol) implantation, as the iol moved toward the cartridge tip, the tip began to crack and then the tip ruptured, which resulted in damage to the iol. The lens has several chips, one of which was in the optical zone, which might cause undesirable optical effects in the patient. There were several chips on the lens periphery as well. According to the additional information received, the iol was removed and replaced with a new lens in an initial procedure. There was no patient harm. Patient's current condition is stable.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photos were provided. One photo showed the folded lens on a white material. The haptics appeared to be tucked. The trailing optic was circled in red. Due to the quality of the photo, damage cannot be observed. The second photo showed the lens in the eye. There was damage to the optic edge and cracks observed near the center. This damage would indicate a plunger override occurred during advancement. A phot of the intraocular lens (iol) label was also provided. A photo was provided of the company cartridge. The view was from the side. Due to the quality of the photo the reported damage cannot be observed. A photo was also provided of the company cartridge carton end cap with the product information. The manufacturer internal reference number is: (B)(4).